Event description:
Reporter states "catheter breaks."

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction as it may require a surgical or medical intervention to preclude a more serious consequence for the pt. No add'l pt/event details are known at this time. The product was returned on (B)(4) 2013 and a quality evaluation was conducted. The evaluation found there was no sign of visual defects. The balloon could be easily inflated with 10 cc of air via a luer tip syringe inserted into the valve. There was no sign of the catheter break observed along the entire length of the silicone catheter, inflation funnel, drainage funnel and the tip of the catheter. The test was repeated by inflating the balloon with colored water. An analysis on the returned sample showed that it met specification. No sign of catheter break could be observed. The product was functioning well when tested. Note: the actual date of event is unk, so the date used was the date convatec became aware.